Manufacturer narrative:
¿Date of event¿ is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that one of the patient's leads migrated. X-ray confirmed lead migration. Surgery occurred during which the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.